Event description:
It was reported that in the central sterile department of the user facility, the device ran without user activation after the trigger was released. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported event of the device having a sticky trigger with run-on was confirmed. The device trigger assembly was corroded, causing it to stick in the activated position as a result of friction binding. The device was repaired and returned to the customer.

Event description:
It was reported that in the central sterile department of the user facility, the device ran without user activation after the trigger was released. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported with this event.

Manufacturer narrative:
The device was received for evaluation; additional information will be submitted once the quality investigation is completed. Failure analysis is in progress.